Event description:
It was reported that pins are falling out of the device's power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon further communication with the user facility, it was identified that there were only 7 units impacted. This unit, amongst two others, did not have a reported malfunction, and these device were not repaired by a field service technician. H3 other text : this unit did not have a reported malfunction.

Event description:
It was reported that pins are falling out of the device's power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not been provided yet. Attempts are being made to gather additional details from the user facility.